Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached/damaged downstream occlusion (dso) seal. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to downstream occlusion sensor. As a result, the dso sensor and seal were both replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump locked out during domiciliary care. The pump did not infuse due to blockage and no alarm was present. There was patient involvement, no patient injury was reported.